Manufacturer narrative:
The original initial report was submitted on 11/30/2017 as MFR report #3004977-2017-04220. (B)(4). Investigation of the reported event has shown that the issue was caused by a broken mouse, which caused the computer system to freeze. The mouse was replaced and the system was brought back to operation. No general product issue was identified. No further action is needed at this time.

Event description:
It was reported to siemens that a (B)(6) female patient was sedated for a planned spiral scan. After the topogram, the system stopped and the spiral scan did not start. The patient sedation was prolonged for a repeated scan on another machine. Though there is no report of injury or mistreatment to the patient, the patient was subjected to prolonged sedation and an additional x-ray dose.